Manufacturer narrative:
MFR received photos from attorney on an alleged bedrail entrapment. The mattress was a sunrise mattress and invacare rails. Based on photos, it appears that the rail may have been attached improperly. In addition hardware was missing. The entrapment zone appears to be zone-1.

Event description:
The summons alleges the consumer was found partially suspended, by the neck, from one of the bedrails, her head lodged within a gap in the bedrail, and the mattress pressing her neck against the bar. The consumer was deceased.